Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. Only the carrier tube assembly was returned. No other accessory components were returned. Visual inspection revealed that the deployment sleeve of the device was found to be in the forward lock position. The bypass tube was found protecting the anchor of the carrier tube assembly at its manufacturing location. There was a kink noted at the proximal portion of the manufactured slit in the carrier tube assembly. No other visual anomalies were noted. Dimensional testing was performed. The outer diameter of the bypass tube head at the proximal end was measured to be 0.142" which was within the specification of 0.142" +/-0.005''. The outer diameter of the carrier tube assembly was measured to be 0.080" which was within the specification of 0.080" +/-.005. All measurements were within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that fast insertion or off-axis forces may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device had an unknown issue. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure was completed successfully.